Event description:
A ventilator was returned to the manufacturer for service with an internal battery failure error. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error code was found in the device's error log. The device was not repaired and will be scrapped.